Event description:
It was reported that the patient underwent a right inguinal hernia repair on (B) (6) 2009. On (B) (6) 2009, the surgeon prescribed hydrocodone for the patient's normal post-operative pain described as severe pain in the right testicle. On (B) (6) 2009, the urologist treated the patient for a prostate infection. On (B) (6) 2009, the patient returned to the surgeon with continued pain and then went for a second opinion on (B) (6) 2009. The medical records indicate that the ilioinguinal and iliogastric nerves were sacrificed during the procedure. The patient was referred to a pain management physician and diagnosed with inguinal neuropathy. The patient has incontinence and a hard area with tenderness near the incision and pubic area. Consumer states he has been seen by various doctors and prescribed lexapro, xanax, neurontin. Lyrica. Alprazolam and others.

Manufacturer narrative:
(B) (4). (B) (4) - pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.